Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit was also successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. No pump error 130 was noted during testing; however, pump error 130 was noted in adapt on 11/23/2025 12:32:53.000 through 11/24/2025 07:13:46.000, with several alarms noted. Line=613 file=121. Per software engineering log investigation, pump error 130 was generated due to strong magnetic field and was expected. Isolate to electronic assembly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of prime/fill anomaly were not confirmed when no anomalies were noted during testing. However, customer allegations of pump error 130 were confirmed when alarms were noted in adapt. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.), and an issue during priming process. The customer reported a blood glucose value of 290 mg/dl. The customer was treated with insulin pump. The event involved product(s) mmt-1884, mmt-342, mmt-7040a, mmt-441ag. Troubleshooting was performed. The customer was able to successfully clear alarm. The customer was able to complete rewind. No further patient complications were reported. No product return is required for mmt-342, mmt-7040a, mmt-441ag. Mmt-1884 was requested and customer response was the device will be returned.